Manufacturer narrative:
(B)(4). Age at time of event: approximately 85 years. (B)(4).

Event description:
It was reported that stent partial deployment, stent damage and stent fracture occurred. The target lesion was located in the left superficial femoral artery. A 5x200x130mm innova¿ stent was advanced to the lesion. Stent deployment was attempted using the pull grip technique; however, the stent only partially deployed. The stent was pulled and became stretched until it broke. The sheath and the guide wire were removed with the stent left inside the patient. No intervention was done to retrieve the stent as the physician was unable advance another guide wire to the lesion to deploy another stent. No patient complications were reported and the patient's status okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with a chariot guide sheath and an unidentified guidewire. There was blood in and on the shaft. The guidewire was protruding 40.25cm from the middle sheath and 1.5cm from the tip. The middle sheath was detached from the sheath retainer. The outer shaft was pulled out from the outer sheath attachment. The inner shaft/liner was detached inside the clip. The overmold length was good, which indicated that the bond was acceptable. The handle was opened and the components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was not received for analysis, so the reported damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment, stent damage and stent fracture occurred. The target lesion was located in the left superficial femoral artery. A 5x200x130mm innova stent was advanced to the lesion. Stent deployment was attempted using the pull grip technique; however the stent only partially deployed. The stent was pulled and became stretched until it broke. The sheath and the guide wire were removed with the stent left inside the patient. No intervention was done to retrieve the stent as the physician was unable advance another guide wire to the lesion to deploy another stent. No patient complications were reported and the patient's status okay.